Event description:
The user facility reported to have experienced a complete loss of image during a therapeutic colonoscopy. The users reported to have utilized a different, but similar device to complete the procedure. There was no pt injury associated with this event.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the users' report of a complete loss of image. There was evidence of fluid inside the endoscope connector and control body unit. Additionally, there was no ID data transmission from the device, and the light guide tube was buckled. The cause of the users' experience was determined to be due to user mishandling. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.